Event description:
The electrodes were removed at bedside. The epilepsy electrode strips then broke during their removal, and the contacts popped out of the strip. Some of the contacts were reported to have remained in the pt's head. Bedside removal of the electrodes is not an approved method by redionics. Electrodes are only approved for interoperative use only. However, the electrodes were implanted on 12/07/98 and explanted 12/10/98.